Event description:
It was reported to philips that the device continued to display a solid red "x" in the rfu indictor despite passing multiple operational checks. There was no reported patient or user involvement and no adverse patient/user impact.